Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-20931. It was reported that a patient presented in clinic for a lead revision. Their atrial lead had exhibited noise that caused the patient to become symptomatic with episodes of dizziness, palpitations, and fatigue. Noise was confirmed via isometrics. While the lead was being capped and replaced on (B)(6) 2021, the patient's pacemaker exhibited elective replacement indicator (eri). The physician is unsure if this was tripped when cauterization was used. The device was replaced in the same procedure. The patient was stable throughout the event.